Event description:
It was reported that during a shoulder procedure using a magnum2 knotless implant, the sutures broke upon tensioning. This implant was abandoned in the bone. It was necessary to drill a new bone hole to complete the procedure using a backup implant. There were no significant delays or patient complications reported as a result of this event.